Manufacturer narrative:
Conclusion: given the time interval between the procedure and the diagnosis, it is likely that this was a true erosion. Erosions are known complications of using any mesh anywhere in the body. They may be the result of tissue factors, placement, or the characteristics of the mesh. Given the low incidence of true erosions with tvt, it is likely that this erosion is not the result of the mesh itself, but one of the other two etiologies. This is one of two medwatch reports being submitted as two separate events occurred. See 2210968-2005-00678 for the other medwatch. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a sling procedure and posterior colporrhaphy in 2005. At the six month follow up, the tape was noted to have eroded into the vaginal wall at mid urethra. The patient was admitted in 2006, for an operation for urethral dilatation and loosening of the tape.